Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative cleaned the optics of the slit lamp and trained the doctor on how to use the slit lamp for laser procedures. The system was then tested and met all product specifications. The slit lamp serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated laser system was manufactured on february 25, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low power from the slit lamp during surgery. The procedure was completed using the same equipment. There was no patient harm.